Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately seven years and three months later, computed tomography of the abdomen and pelvis with contrast revealed the filter was identified in the inferior vena cava below the entrance of the renal veins. There are two prongs that appeared to be perforated the wall of the inferior vena cava anteriorly. There was no associated hematoma. The patient experienced abdominal pain with radiation to back. After one month later, computed tomography of the abdomen and pelvis without contrast revealed three filter prongs were extend beyond the confines of the inferior vena cava. After one-month, computed tomography of the abdomen and pelvis with contrast revealed the filter was in place at the level of the umbilicus. At least two of the prongs of the filter extend well outside the wall of the inferior vena cave and one was in contact with a small bowel loop wall. After six months, the patient presented for filter removal real-time ultrasound guidance was used to gain access to the right internal jugular vein. The pigtail catheter was advanced through the filter and an inferior venacavogram was performed. As no thrombus was evident, the catheter was exchanged for the retrieval sheath. The snare was advanced to the filter, however, attempts to engage the apex of the filter were unfruitful as the fitter was incorporated in the wall of the inferior vena cave. The endobronchial forceps were then used to grasp the apex of the filter. The apex of the filter which came in mesh in the endobronchial forceps. Therefore, a femoral access was obtained. The snare was used to grasp the apex of the filter allowed the endobronchial forceps and freed from the filter. The filter was then repositioned such that the apex to be grasped with the endo bronchial forceps. Once the apex of the filter was grasped the filter was removed through the sheath. A venogram demonstrated 2 filter leg fragments were identified and were in the exact location like initial venogram. A gooseneck snare was then used to grasp the cephalad filter leg. It was then removed through the sheath. This snare and then endobronchial forceps were used to attempt to grasp the caudal filter leg. These attempts were unfruitful and then abandoned. After five months, computed tomography of the abdomen without contrast revealed there was a linear metallic object anterolateral to the lower lumbar spine and posterior lateral to the lower inferior vena cava which may represent a residual fractured strut of the filter. It appears to extend from the right posterior lateral aspect of the inferior vena cava, immediately anterior to the l3-4 disc space, spurred and extended into fatty structures immediately medial to the right psoas muscle but does not penetrate the psoas muscle. Therefore, the investigation is confirmed for alleged filter limb detachment, perforation of the inferior vena cava (ivc), and the retrieval difficulties. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 09/2012) the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter struts detached and perforated outside the inferior vena cava wall. The device was removed percutaneously. The current status of the patient is unknown.